Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the needle remained in the skin and was removed by a non-healthcare professional. No symptoms were reported. No medication was required. There was no report of death or permanent impairment associated with this event.